Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with an infection. The right ventricular lead exhibited high defibrillation impedance and oversensed noise. The physician attempted to explant the lead; during the procedure, it was observed the lead wires had externalized and the lead could not be explanted. The lead was capped 26 mar 2024. The patient was in stable condition.